Manufacturer narrative:
.

Event description:
Reportedly, the physician wants to check the device memories on (B)(6) 2015 because the patient received a shock. The ICD was found operating in back-up mode and a warning message was displayed indicating that a device reset occurred in (B)(6) 2015. The device was re-initialized afterwards. An analysis is requested in order to investigate the cause of this issue and to check if the device memories could be recovered. Note that the patient had radiotherapy around (B)(6) 2015 (the exact date is unknown).

Event description:
Reportedly, the physician wants to check the device memories on (B)(6) 2015 because the patient received a shock. The ICD was found operating in back-up mode and a warning message was displayed indicating that a device reset occurred in (B)(6) 2015. The device was re-initialized afterwards. An analysis is requested in order to investigate the cause of this issue and to check if the device memories could be recovered. Note that the patient had radiotherapy around (B)(6) 2015 (the exact date is unknown).